Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. It was reported that the insulin pump had a blank display. The customer's blood glucose level was 3.4 mmol/l. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was 137 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd.